Event description:
Patient's representative reported a right side rupture. Device status is unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient later reported "strong capsular contracture, baker grade iii." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient's representative reported an right side rupture diagnosed by ultrasound and confirmed by MRI. Device location is unknown.

Manufacturer narrative:
Additional, corrected and/or changed data: a.4, b.5, g.2.

Event description:
Patient's representative reported an right side rupture diagnosed by ultrasound and confirmed by MRI. Device location is unknown.

Event description:
Patient's representative reported a right side rupture. Patient later reported "strong capsular contracture, baker grade iii." Device has been explanted and replaced.

Manufacturer narrative:
Clarification to d9: only device photos were received. Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations were carried out.